Event description:
Tl60 being used on colon. It was fired and no staples appeared. Surgeon felt there were no staples in the device. Surgeon used a tlc75 and completed his hemicolectomy. In speaking with or staff, no injury to patient and a second device was obtained to complete surgery.